Event description:
Patient reported left side "rupture and pain." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Manufacturer narrative:
Clarification h.1 : the events being reported for this record are non-serious.

Event description:
Healthcare professional reported "patient did not have a rupture and declined a preoperative MRI". The event of rupture is no longer reportable to the FDA. Non-serious, non-reportable events of pain and anxiety remain in the record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 07may2024.

Event description:
Healthcare professional reported "patient did not have a rupture and declined a preoperative MRI". The event of rupture is no longer reportable to the FDA. Non-serious, non-reportable events of pain and anxiety remain in the record.